Manufacturer narrative:
Additional information received on 16mar2016 from the initial reporter and includes: the surgeon could not confirm the patient fall. Possibly, the cup dislodged causing the dislocation. On 25mar2016, the medical affairs director performed a clinical evaluation and commented as follows: one month after primary tha the hip dislocated. The only x-ray available is before revision: according to report the cup was not originally in the position where it can be seen on the x-ray, and displacement may have been caused by an early trauma to the patient. Cause for dislocation is wrong position of the cup. Cause for wrong position may have been a trauma happened before osseointegration took place. No reason to suspect that a faulty device originated the problem. Batch review performed on 04 april 2016. (B)(4). On 07apr2016 it was prepared a final report with the information submitted in this report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
Post primary surgery, the patient had a dislocation. After investigation, it was noted the cup had moved position and was now sitting open. Medacta implants were not at fault obviously the cup was not fully seated; there is some conjecture if the patient had a fall post surgery possibly dislodging the cup before ingrowth. Cup, liner and ball head were explanted. The implants were not retrieved as there was no fault with the implants.